Event description:
Difficulty passing biopsy forcep down scope upon second attempt. 1st specimen collected without difficulty. Non-disposable forcep then used without difficulty. Microvasive disposable forcep initially used. No injury to pt.